Event description:
Our customer reported to us via our technical service supervisor that there were intermittent and random motion/movement of the beds (both the footboard and the headboard). There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: siderail assemblies.